Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j1/pcb 1 keypad connector during visual inspection. Pump failed leak test from cracked case corner of the belt clip rails near the battery compartment. Pump received with moisture damage on the motor and electronic assembly. No moisture damage found on the battery tube and vibrator during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked retainer, serial number label fading, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was losing power and the keypad did not respond properly. Customer stated that the insulin pump was exposed to water. Blood glucose level at the time of the incident was 12 mmol/l. Customer stated that they were not using the insulin pump and had reverted to manual injections.